Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/severe abdominal pain') and genital haemorrhage ('severe bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure in 2008). Essure was removed in 2008. At the time of the report, the abdominal pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and genital haemorrhage to be related to essure. Amendment: the report was amended for the following reason: this case 2018-238417 is marked for deletion due to this case is identified as duplicate to case 2017-207348. Legacy device report num was 2951250-2017-06810 (transferred from retention case 2017-207348). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe abdominal pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure in 2008). Essure was removed in 2008. At the time of the report, the abdominal pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and genital haemorrhage to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.